Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
Customer reported that they have been diagnosed with bone loss and provided lor from dds to cease treatment. No additional information was reported.

Manufacturer narrative:
Corrections: b1, b2, b5, d1, d2, d2a, d2b, d3, d4, e1, e2, e3, e4, g1, g2, g3, g4, g8, h1, h3, h5, h6, h8, h11 (manufacturer narrative) note: an incorrect initial 3500a submission was inadverdantly submitted for this MFR report #. All previously submitted information will be corrected by the data provided in this follow up. There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The patient reported: no, it's digging into my gums. (B)(6) 2024: I've been filing them since last night, and they feel comfortable once on, but putting them on is still quite uncomfortable. My concern is that, since I'm wearing them for so long, they might become a permanent fixture on my gum line. (B)(6) 2024: the previous note date is incorrect; the correct date is (B)(6) 2024. I tried the two suggestions, but they didn't do much to help. Since I filed the aligner yesterday, it has been a more comfortable fit. It seems there is less pressure on my front gums. (B)(6) 2024: my top gums are fine, but this morning while brushing my teeth, I felt significant pain on my lower teeth. I found a white area that remained after I removed my aligners. I haven't used any of the whitening products yet. It looks like the aligner cuts into my gum when I try to remove them. I'll continue with saltwater rinses for the time being.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.